Event description:
It was reported that this implantable defibrillation lead exhibited a pacing impedance measurement of 2538 ohms. It was noted that the impedance had been 1500 ohms a year ago and had gradually risen to 2500 ohms over the last year. Intermittent measurements of approximately 400 ohms were also frequently observed where the measurement would decrease for one reading and then rise again. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).